Manufacturer narrative:
Lot number is not available for this event. Request sent to site for lot number, response to this request was received, the site reports they do not record lot numbers for jada devices. A good faith effort to obtain lot number has been attempted. Jada was used as a treatment intervention with a patient experiencing severe pph that uterotonics had failed to stop. The device labeling states the indication for use of jada is "to provide control and treatment of abnormal postpartum uterine bleeding or hemorrhage when conservative management is warranted." There is no report or evidence that suggests a device malfunction occurred. There was no report of injury or further intervention reported for this event. We are reporting this as an MDR as an abundance of caution due to the statement that jada was "placed due to risk factors."

Event description:
On (B)(6) 2021, alydia health employee received a completed jada experience survey form that reported "n/a" in the area designated for 'tell us how jada worked' and, "n/a" in the area on the survey designated for feedback when 'jada did not stop bleeding'. In the area designated for 'timing of bleeding after delivery' the survey was marked "other: placed due to risk factors qbl 2975." The event date for this survey was (B)(6) 2021. The information provided for this event was received from the survey and is very limited in detail. Follow up request made for further information was declined by this site, therefor there is no further information on the timing or use of jada for this event. This patient is described as having delivered via an unscheduled cesarean section (c-section) following induction. Prior to jada use she received unknown doses of metherigine and txa. The patient's blood loss prior to jada use was not reported, total blood loss for the entire event was reported as 2975 ml, which is severe pph. There was no additional information on this jada experience survey.